Event description:
When opening the cartridge on a blood collection needle using twist method, an employee had a piece of plastic fly off and hit her eye. The employee went to the ER for an eyewash. Initial reporter stated on 12/3/96 that the employee's eye is ok.

Manufacturer narrative:
Reference MFR complaint #d96-11-15-152. Two unopened needles from lot #241198 (unk if this was the lot in use) were returned for evaluation. Samples displayed small plastic fragments hanging off the junction between cartridge/cap. Heat stake appeared to be adequate, with a less than optimal melt. The samples were opened per label instructions and no debris was observed. Lot history was unremarkable with regard to this complaint (8/11,000 inspected units were noted to have weak seals). Manufacturing is aware of the reported problem and has opened a corrective action program. Labeling addresses the problem and clearly instructs the user to "align heat stake away from face (eyes), body and "pt". The customer reports these instructions were not followed. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admision by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.